Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had clear ring reservoir compartment has broken off. Also says a bit of the blue plastic has snapped off on either side of reservoir compartment, remained attached to the clear ring when it broke off. Customer says for the most part reservoir has been able to stay in place, but does admit maybe 3x the reservoir has come loose and has actually come out of the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.